Event description:
It was reported that during a pt transport to the ambulance, the cot dropped and the head section did not latch. It was reported the paramedic attempted to break the fall and suffered a back injury. The paramedic was taken to emergency care. There was reported pt involvement and adverse consequences.

Manufacturer narrative:
Investigation underway.